Event description:
According to user facility, pt was intubated on (B)(6) 2013 and on (B)(6) 2013, product was observed to be leaking air. Clinical staff attempted to reinflate the cuff, but the cuff continued to deflate. The tracheostomy tube was removed from pt (B)(6) 2013. User facility inspected the tube and reported the inflation line was split along the tube wall. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.